Manufacturer narrative:
Additional information provided noted that a revision procedure took place and this rv lead had once again dislodged and showed no capture at maximum outputs. The device was reprogrammed and the rv lead remains implanted.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that one day post implant increased thresholds which lead to a loss of capture were noted on this right ventricular (rv). In addition sensing problems were also noted. A dislodgment was suspected and this rv lead was repositioned. At a follow up one day post the repositioning procedure the pacing thresholds remained high and a decrease in r-wave sensing was noted. The outputs were reprogrammed. A revision has been planned. No adverse patient effects were reported.